Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that eight days post implant procedure the patient presented to the emergency department with shortness of breath, nine second pauses, complete heart block, intermittent loss of capture and perforation. The right ventricular (rv) lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.